Event description:
The customer reported the ventilator screen went blank and the ventilator was not operational while in use on a pt. The customer reported the ventilator did not alarm, and there was no pt harm. The MFR's service tech was unable to duplicate the reported problem. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na